Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter read inaccurately high compared to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated that the alleged inaccuracy began on (B)(6) 2013 at 2:30 a. M. When he obtained a blood glucose result of ¿185 mg/dl¿ with the subject meter and ¿80 mg/dl¿ with another device (ems meter). Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. At the same time the alleged issue occurred, the patient stated he was treated with a ¿glucagon injection¿ by emergency medical services (ems). The patient manages his diabetes with an insulin pump. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient reported, ¿2-2 ½ hours¿ after the alleged issue occurred, he developed symptoms of ¿thirst, blurry vision, fast heart rate, numb finger¿. It is not known if the patient received any treatment in response to these symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.